Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor and transmitter would not connect; when he removed his sensor the cannula was missing. The patient's blood glucose at the time of incident was 175 mg/dl. The sensor will be returned and replaced.